Event description:
During an ivc filter placement, the ring came apart from sheath, 3 small pieces came off the filter; 2 were retrieved. One floated into the pulmonary artery and was left there as it is safer to just leave it.